Event description:
It was reported that during implant following extension of the helix, it was not able to be retracted. Therefore the right ventricular (rv) lead was removed. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the full lead was returned, analyzed and the distal conductor was distorted. It was noted that the defibrillation conductor was distorted, the inner tubing was kinked/buckled, the helix/lobe was distorted/bent and the lead was stretched. The analyst noted that the helix cannot retract due to distal conductor distortion within the connector.